Event description:
It was reported "the tip (eyelet) end of the catheter itself looks "weathered" like it is "deformed" and "bent beyond" what it should be near the eyelet end of the catheter but specified "the coude tip is correct" on it. He said the box was intact, showing no damage at all. He noted due to this, the notch on the funnel end and the tip are also just not aligned. He said using these catheters with the reported complaint causes him difficulty with insertion but said he has still used them, trying to take into the account the defects and work with them as best as possible stating he will try and bend them back and take into account the misalignment of the notch and coude tip prior to insertion, but they can cause him pain with insertion causing him to just feel "sore" inside after. "

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.